Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using different fingersticks, and got results of 39 and 79 mg/dl. Reporter stated that she felt hungry. A control solution test was within range 126 (90-136). During trouble-shooting, the reporter stated that the confirmation dot on her test strips looked greenish-blue. On follow-up, the reporter said new strips worked okay.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8